Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 550 mg/dl. The customer stated that they received no delivery alarm and it did not occur during manual prime. The customer stated that the event was resolved by changing the infusion set. The product was not returned for analysis.